Event description:
It was reported during the procedure, the physician found that when the guidewire was inserted into the syringe the guidewire was stuck and bent. A new kit was opened to finish the procedure. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly, arrow raulerson syringe (ars), 18ga introducer needle , and product lidstock for analysis. Definite signs of use in the form of biological material were observed. Visual analysis revealed one kink on the distal j bend. The distal j-bend appeared misshapen but intact. Microscopic examination confirmed the damage and revealed that the welds were secure and intact. Visual and microscopic examination of the ars revealed no obvious defects or anomalies. The kink in the guide wire measured 6mm from the distal weld. The overall length of the guide wire measured 601mm which is within the specification limits of 596mm - 604mm per the guide wire product drawing. The outer diameter measured 0.798mm which is within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. The components were functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle.". The guide wire was advanced through the returned ars/18ga introducer needle subassembly via the advancer, and the guide wire was able to pass with minimal resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage.". The customer report of a kinked guide wire through ars resistance was confirmed through investigation of the returned sample. The guide wire contained one kink on the distal j-bend. Despite this, both components passed relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported during the procedure, the physician found that when the guidewire was inserted into the syringe the guidewire was stuck and bent. A new kit was opened to finish the procedure. The patient's condition is reported as fine.